Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided, with ketones that were identified as dangerous by a healthcare provider. Reportedly, the customer attempted to treat the elevated bg with a bolus via the pump. The customer was subsequently hospitalized and treated with intravenous fluids and saline. The customer alleged that the pump did not deliver boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and boluses were being delivered.